Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was not provided. Reportedly, the customer cleaned the speaker holes however the altitude alarm recurred. The customer reverted to an alternate method of insulin therapy. Customer requested a replacement pump.there was no adverse impact to the customer¿s blood glucose level.